Event description:
On (B)(6) 2016 when pct was helping patient from bed to chair patient's g-tube became dislodged and came out of the stomach. Surgeon notified (g-tube inserted in operating room (B)(6) 2016). Surgeon said to have passess and try to replace the tube. Upon assessment pa noticed a small pinpoint hole in the balloon that contained the saline that held the tube in the stomach. It appears the saline had leaked out and is why the tube just fell out when patient stood up.

Event description:
Add'l info received from reporter on 05/04/2016 for report mw5061675.